Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was misprogrammed during administration of norepinephrine. The issue was further described as "the nurse selected the standard dose concentration of norepinephrine in the drug library instead of the quad dose concentration which led to a medication error." It was reported that the patient passed away. It is unclear if this use error led to the patient's fatal outcome. No additional information is available.